Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that while she was changing customer's insertion site, the insulin pump made a loud screeching sound while rewinding. She was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was monitored and had no audio beeps anomaly during testing. There was no motor noise anomaly during rewinding. The insulin pump was received with minor scratched display window, cracked reservoir tube lip.